Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011, another cardiovascular event on (B)(6) 2011, and subsequently expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event (death) of three events reported for the same pt involving two separate products; associated mdrs #1225714-2013-00740, 1225714-2013-00741, 1225714-2013-00742, 1225714-2013-00743, 1225714-2013-00745.